Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the instrument and found a kink in the salt bridge tubing and rebuilt the integrated multi-sensor technology (imt) system. The cse ran qc, resulting within range. A siemens headquarters support center (hsc) specialist reviewed the event and instrument data and determined that no consumables were changed during the time frame when the sample in question was run. Imt system calibrations were performed three times during the time frame of sample processing and all results were acceptable. Patient samples run after sample in question had no issues. The ccc specialist had contacted the customer to obtain the sample handling condition. The customer was using stat spin and spinning the sample for 5 minute. Stat spins are not recommended by the tube manufacturer. The hsc specialist stated that the customer should follow tube manufacturer's recommendations for proper centrifugation times and speed. If tubes are not full draws, then platelets can form which can cause low results on initial aspiration. The cause of the discordant, falsely low na result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate dimension exl ((B)(4)) instrument, resulting higher. The corrected result from the alternate dimension exl instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.